Manufacturer narrative:
(B)(4). Lock out. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Event description:
It was reported that the device was used during a right endoscopic revision total ethmoidectomy, right endoscopic revision middle meatal maxillary antrostomy and right clipping of the sphenopalatine artery. Additionally, the nasal procedure involved the use of other instrumentation in conjunction with the clip device. The handle appeared to jam when attempting to apply the clip and also at the point of releasing after the clip had been placed, causing the tissue in the operative cavity to tear. It is unknown how the procedure was completed. No patient impact reported.